Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2012. Five minutes into the procedure, the handpiece started chugging and the blade would no longer advance or cut. The same motor drive unit was used with another handpiece to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05131. The same patient is represented in each medwatch.